Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a unknown side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and white particles inner device. Leak test and microscopic analysis was performed which identified: device no leak and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no opening and no leak was observed in the device.

Event description:
Healthcare professional¿ reported a left side removal with deflation. ¿device has been explanted.¿